Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 346 mg/dl. Customer has treated with manual injection. The blood glucose reading at the time of the event was 500 mg/dl. Diagnosed diabetic ketoacidosis. Customer was nauseated and confused. During troubleshooting, time and date are correct. Programming is correct. Nothing further reported.